Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. DHR for cardinal supplied parts is owned by cardinal health. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd vial access device had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by the customer that particles/ fibers during inspection.